Manufacturer narrative:
An outside of united states (ous) customer reported the wrong patient result obtained on an atellica ch 930 instrument. The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. The issue was due to a user/operator error as the customer labeled the patient sample incorrectly. The system is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated enzymatic hemoglobin a1c patient result was noticed on an atellica ch 930 instrument. The initial patient result was reported erroneously for the incorrect patient by the operator. The patient sample was repeated in another lab. The repeated result was considered correct. Specific results were not provided. There are no known reports of patient intervention or adverse health consequences due to the event.